Event description:
It was reported that the iab was inserted and connected to the pump without incident. As soon as the pump was started, gas leak alarms were experienced. As a result of this, the iab was removed and replaced. There were no patient complications.